Event description:
This report is being filed after the subsequent review of the following literature article: ovaska, m., makinen, t. And madanat, r. (2011). Simultaneous bilateral subtrochanteric fractures following risedronate therapy. J orthop sci, 16, 467-470. The authors reported a case study of a (B)(6) woman who presented with bilateral acute hip pain and inability to bear weight after a same level fall while walking. Radiographs showed displaced bilateral subtrochanteric fractures. The patient had complained of bilateral thigh pain four months prior to the fractures. The patient had a greater than ten year history of peripheral joint symptoms. She was treated for suspected seronegative polyarthritis and diagnosed with ankylosing spondylitis in 1997. Currently, the patient is treated with prednisolone (for more than ten years), methotrexate (for more than five years) and adalimumab since 2008. In 2004, the patient was diagnosed with osteopenia in the lumbar spine and right proximal femur and began a regimen of risedronate, calcium and vitamin d. Both fractures were treated operatively using synthes proximal femoral nail antirotation. The bone on the left side was unusually hard in the trochanteric and femoral neck regions. During nail insertion, the brittleness of the bone resulted in a comminuted fracture of the lateral trochanteric region and partial loss of reduction. Satisfactory reduction and internal fixation was subsequently achieved. This report is 1 of 1 for (B)(4). This report is for an unknown proximal femoral nail antirotation.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). This report is for an unknown proximal femoral nail antirotation/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.